Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device did not cut tissue properly. It is not known how the procedure was completed. There was no pt consequence reported.